Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, scratched display window, and cracked case near the display window corners noted during visual inspection. No button response due to a flattened dome switch on the act button. No button error alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.